Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulties removing the cartridge from the pump. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer was ultimately able to remove the cartridge.